Event description:
During an in-clinic follow-up, increased capture threshold and decreased pacing impedance were observed on the right ventricular (rv) lead. A device exchanged is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was explanted and replaced to resolve the event. The patient was stable.